Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device was displaying error message on console and was making noise. It is known that the device was used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.